Event description:
Additional information was received from the patient. It was reported that back on (B)(6) 2024, they had not charged their unit in a while and at the time they went to do so, the controller said lost initial setup. They charged it 100%, it seemed it operated ok. They had gotten small shocks up to that point. Then the shocks became so bad they would scream whether they were sitting, walking or bending over in a certain way. They were not given any steps to take to stop shocks. The issue is not resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that a patient with a pain stimulation implantable pulse generator (ipg) experienced painful shocks on their back for the past week, despite the stimulator being turned off. Additionally, the patient reported a shocking sensation around the implantable neurostimulator pocket site when moving from sitting to standing or pressing on the pocket site. The patient confirmed that the stimulation was off during these occurrences. The patient did not have a current managing healthcare provider but was provided with a new clinic, although no appointment had been made. The issue was not resolved, and the patient was redirected to their healthcare provider for further assistance.